Manufacturer narrative:
Block a2 (date of birth): the patient's exact age is unknown; however, it was reported that the patient was born in 1962. Block h6: imdrf device code a04 captures the reportable event of the bands were fractured.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal vein ligation procedure performed on (B)(6) 2024. During the procedure, the bands were fractured during the deployment. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2 (date of birth): the patient's exact age is unknown; however, it was reported that the patient was born in 1962. Block h6: imdrf device code a04 captures the reportable event of the bands were fractured. Block h11: the returned speedband superview super 7 was analyzed and a visual evaluation noted that the ligator housing returned without bands attached. Also, the ligator housing teeth and the suture hole were in good condition. The handle had marks of trip wire indicating that it was secured; however, it was not pulled up to take up rest of slack. Per media analysis on the provided photo, it showed that the bands were fractured. No other problems with the device were noted. The reported event of bands damaged/defective was confirmed. Upon analysis, the returned ligator housing had no bands attached. Also, the teeth and the suture hole were in good condition. Additionally, the handle had marks of trip wire indicating that the trip was secured into the handle slot; however, it was not pulled up to take up rest of slack. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not pulled up to take up rest of slack and the IFU states "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs." The condition could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when pulling the bands, consequently, could have fractured the bands during the deployment. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal vein ligation procedure performed on (B)(6) 2024. During the procedure, the bands were fractured during the deployment. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.